Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touchscreen was found out of specifications. Analysis also found the powercord bay was worn and errors were found in the programmer software update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the touchpen could not be calibrated, right bottom and left top deviated 3 centimeters from pen. The programmer was returned for repair. There was no patient involvement.